Manufacturer narrative:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition did not result in greater than 2 seconds asystole while the physician was doing an atrial fibrillation (af) ablation. There were pauses in pacing despite having the device programmed to off- electrocautery mode. Boston scientific technical services (ts) discussed troubleshooting measures. The procedure was successful. The crt-d remains in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, the device was explanted for normal battery depletion. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.